Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to properly deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported her daughter's blood glucose reached 20.0 mmol/l (360 mg/dl) less than 24 hours after the pod was activated. She stated that during the needle insertion process she noticed the clicking sound was not as loud as it usually is. The needle did not insert the cannula correctly into the infusion site.